Event description:
The rptr was teaching on acls class and connected the device to a manikin with quik-combo electrodes. During the demonstration, the rptr stated the device shocked the manikin three times. No adverse affects were reported as a result of the alleged malfunction.